Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that the reservoir area plastic was gone battery area had plastic missing slower to rewind, grinds to rewind unexplained no delivery and had to rewind more than once per prime buttons had to be more than once. The insulin pump will not be returned for analysis.

Manufacturer narrative:
All buttons functioning properly. No damage/unlocked lcd keypad connector during visual inspection noted. Device received with cracked/broken off end cap. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify no delivery alarm or rewind anomaly due to cracked/broken off end cap. Device had broken battery tube threads. A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. (B)(4).